Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (difficulty charging batteries / 'insert battery) has been confirmed. The cause of the inability to recognize a battery pack is liquid contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt rec'd a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report difficulty charging his batteries. The pt reported that the batteries were securely seated in the charger but the charger was indicating to insert a battery. The pt was issued a replacement charger/modem.